Event description:
A caller reported a cgm error 42 related to their #g7sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the caller successfully started their sensor session without encountering the error again.